Manufacturer narrative:
Product was not returned to manufacturer.

Event description:
"Fogarty inserted right femoral artery - upon removal of fogarty balloon tip was missing and inner working of fogarty was exposed and caught on artery wall. Second fogarty used to free fogarty tip - balloon tip found."